Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: DHR review; no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. Complaints history; a two year look-back in trackwise for this reported failure and related to "motor stopped working /issues with power " for this product family shows that (B)(4) complaints were received including this case. CAPA not required at this time as there is no trend based on analysis of returned units. Conclusion: the end users reason for return was verified the most likely cause could be due to the piece of copper wire that fell out of the hand piece, reason unknown. General maintenance required as this device was manufactured in 2013 with no prior service history.

Event description:
It was reported the motor was not working. It was reported that although the device was in contact with the patient, there was no patient injury.